Event description:
The manufacturer received information alleging a ventilator would not pass leak testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly reported an allegation of a ventilator not passing leak testing. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.